Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that when replacing sensor the alert indicating no glucose value occurred. The customer stated the sensor removed and it was found that the sensor (electrode) was short. The customer was advised that the sensor will be replaced.